Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an allege damage or insulation issue. A competitor lead was implanted successfully. No additional adverse patient effects were reported. This device will not return for analysis.